Event description:
It was reported that the patient fell when their battery got low. The patient fell approximately one year ago and broke their tailbone. The patient broke their foot during another fall while trying to protect their neurostimulator. It was unclear if the falls that resulted in injury were caused by the implantable neurostimulator or other events. The patient had to charge their neurostimulator every 4 days because the battery had been depleting more often than before. The patient had almost fallen twice in one morning, but was able to recharge their device. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was later reported the patient's battery had premature depletion. It was stated the cause of the event was a faulty recharger. It was reported the patient¿s recharger was replaced and the issue was resolved. Reportedly, the patient was able to resume normal recharging.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was last seen on (B)(6) 2013. It was reported at that appointment, impedances were good. It was noted the patient was receiving effective therapy and no issues were mentioned, and the current device was "still going to" and had been 4 years, too. It was noted that if the patient had any issues, the physician would be happy to have the patient meet him and the manufacturer representative (rep) at his office, but the physician had not heard from the patient.

Event description:
It was reported the patient was recharging more than expected. When she was first implanted she only had to recharge every month, and then she started having to recharge every 2 weeks and as of the date of this report she was recharging every 4 days. It was noted the patient's stimulation was on 24 hours a day. It was reported the patient's stimulator was implanted right above her hip socket and has to be 'tight' to get a connection and it can take up to 8 hours to charge and it was 'very painful.' It was noted after charging the patient would experience pain for 2 days because it 'crammed the hip so far in that it hurt.' It was also noted the patient had been using 4 spacers for comfort because she could not get a connection with coupling bars. It was noted the patient did not feel stimulation unless she 'really arches' her back or was lying flat. The patient's physician had made some adjustments and told the patient her device was 'on it's way out' but they did not want to do anything until it 'died.' The patient had used a girdle while recharging but it took longer, was cumbersome, and she could not go anywhere because she had to stay in the same place the whole time. The patient was instructed how to use the antenna locate feature and was able to get 8 coupling bars without using her belt, spacers, or girdle.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient wanted to know if their implantable neurostimulator (ins) could be losing its charge after 2 days even with a full charge to start. The patient charged their device 2 days prior to the report and when they checked it on the morning of the report it showed that it was "dead". The patient was still getting some "current" but it was going to die sometime on the day of the report. The patient's battery was implanted in 2009 so it was 4.5 years old. The patient's stimulation was at 10.3 and it was noted that the device likely couldn't be expected to have as long of a life span. The patient's current battery started dying a year prior to the report in (B)(4) 2012. The patient's stimulator was "literally dying" and the patient had to recharge every other day. This made it difficult for the patient to drive, sit, or do anything that might move their recharge antenna out of place. The patient needed the antenna very tight to their skin. The patient knew how to use the antenna locate feature and was using double sided tape pads to hold the antenna in place while recharging. It would take the patient 5-8 hours to charge and the patient would end up with a welt on their side where the recharger belt was from recharging. This would cause the patient to have trouble walking for 2 days because they would need to get their hips realigned again. The issues with the patient's hips made it excruciatingly painful for them to sit and recharging contributed to this pain in their hips. One of the patient's doctors wanted to wait until their battery died before they replaced it. However, the patient didn't want to wait because then they would not "have any legs" and falling would become an issue. The patient's ins would die overnight and they would not feel it because they were asleep. It was further reported that the patient used the antenna locate feature to get the antenna in the right position so they could get the highest amount of charge. The patient's stimulation had been dying every other day. The patient did not think their ins should be dying every 2 days and they wanted their device replaced. The patient was not able to sleep due to the issues with their legs and they couldn't sleep on their back because if they would try to roll from side to side their legs would "light up on fire". The patient didn't feel like they were getting enough from their stimulator. The patient was unable to lay flat while recharging because it would overheat all the time. They had tried changing out the antenna and had changed out "everything" trying to get it to work. When the patient first got their device they were recharging once a month, then twice a month, then once a week, then it was every 3 days and now it was every other day. It was also noted that the patient had had their device jumpstarted once by a manufacturer representative. It was reported that in august, 2 years prior to the report, the patient's implantable neurostimulator "died" overnight without them knowing. Then the patient's legs "just didn't work" and they fell over backwards in their kitchen and broke their tailbone. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2005-(B)(6), product typ recharger; product ID 37743, serial# (B)(4), product typ programmer, product ID 3708340, serial# (B)(4), implanted: 2005-(B)(6), product typ extension; product ID 3487a-33, lot# j0333641v, implanted: 2003-(B)(6), (B)(4).

Event description:
Additional information received reported that recharging frequency did not match the patient's settings. The patient was reportedly trained and able to demonstrate effective recharging. It was unknown if overdischarge was confirmed. It was noted all diagnostics performed were normal (diagnostics unspecified). No malfunctions were reportedly seen and the cause of the issue was undetermined. No interventions were reportedly taken or planned. It was noted the outcome was "consult with md" and the patient could recharge normally and was receiving effective therapy.